Manufacturer narrative:
Information reference the main device component of the system and other applicable components are: product ID 305901, lot# 60083639, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type screening device. Product ID 309101, lot# 60085204, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type screening device

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal and pelvic floor it was reported that the leads elongated during removal of the inner core with multiple leads. New lead were used and issue was resolved. No symptoms were reported and no further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the leads elongating during the removal was due to the physician kinking the wire at the skin when pulling the inner portion out to deploy the final wire. No further complications were reported or were expected.

Manufacturer narrative:
Other applicable components are product ID 305901 lot# 60083639 implanted: (B)(6)explanted: (B)(6) product type screening device product ID 309101 lot# 60085204 implanted: (B)(6) explanted: (B)(6) product type screening device correction: the event was initially reported with an implantable neurostimulator as the main component but additional information received indicated that the main component was an external stimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no implantable neurostimulator (ins) was used. No further complications were reported or were expected.